Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient sent back their replacement recharger (rtm) with no allegations/additional information. No symptoms were reported.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s, (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt rep reported that pt is having problems with the recharger. When they try to charge the ins, they feel the external equipment is burning them since 2 mos ago. Pt rep verified that pt has no marks/ burns on the skin. Caller mentioned that the pt still has pain in their legs because pt cannot charge the ins. Sending a request to repair team for the rtm cord. Patient rep called back in repeating that the patient had been in the hospital and they were back home and discharged today, so they wanted to ensure patient is still receiving replacement recharger, as they cannot use old recharger due to it burning them. Caller stated they had initially called the manufacturer representative yesterday, but rep was out of the country so they were redirected to call in. Reviewed replacement should likely arrive tomorrow.